Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain especially toward the lower back/ hip area') and cholecystectomy ('gall bladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspnoea ("couldn't breath well"), dyspepsia ("worst heart burn") and myalgia ("sore muscles") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, cholecystectomy, dyspnoea, dyspepsia and myalgia outcome was unknown. The reporter considered back pain, cholecystectomy, dyspepsia, dyspnoea and myalgia to be related to essure. The reporter commented: removal 2 years before. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter information was added. Events pain in hip and muscle soreness were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 years before removal') and cholecystectomy ('gall bladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced dyspnoea ("couldn't breath well") and dyspepsia ("worst heart burn"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, cholecystectomy, dyspnoea and dyspepsia outcome was unknown. The reporter considered cholecystectomy, dyspepsia, dyspnoea and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain especially toward the lower back/ hip area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspnoea ("couldn't breath well"), dyspepsia ("worst heart burn"), myalgia ("sore muscles") and hypomenorrhoea ("period and short"), underwent cholecystectomy ("gall bladder removed") and was found to have weight increased ("weight gained"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, cholecystectomy, dyspnoea, dyspepsia and myalgia outcome was unknown. The reporter considered back pain, cholecystectomy, dyspepsia, dyspnoea, hypomenorrhoea, myalgia and weight increased to be related to essure. The reporter commented: removal 2 years before. Concerning the injuries reported in this case, the following ones were reported via social, media. Weight increased. Hypomenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-weight increased, hypomenorrhoea. Reporter added. On 23-mar-2020: social media content. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 years before removal') and cholecystectomy ('gall bladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and cholecystectomy (seriousness criterion medically significant) and experienced dyspnoea ("couldn't breath well") and dyspepsia ("worst heart burn"). Essure was removed. At the time of the report, the medical device removal, cholecystectomy, dyspnoea and dyspepsia outcome was unknown. The reporter considered cholecystectomy, dyspepsia, dyspnoea and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.